Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with return of back and left leg pain. The investigator noted the event as moderate in intensity. Pt started on physical therapy and new MRI ordered to check for recurrent disc herniation. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the admin of adcon-l. The investigator noted a possible explanation for the event as recurrent disc herniation.